Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; intermittent power with stripped battery compartment threads. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: review of the black box data revealed records of unexplained power on reset. On examination, the battery compartment threads were not found to be stripped as alleged in the complaint. However, the battery compartment was noted to be cracked. No moisture or corrosion was observed in the battery compartment. The battery cap that was returned with the pump had stripped threads and was not able to maintain electrical connection for testing when placed on the pump. The alleged power complaint was duplicated when attempting to power the pump with the damaged battery cap in place. A test battery cap was placed on the pump, fit properly and was able to maintain electrical connection to complete a 24-hour pump exercise. No power issues were duplicated during the investigation with the test cap in place on the pump. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.